Manufacturer narrative:
Findings: unit received with blank display followed by constant watchdog alarm after battery insertion due to moisture damage on all electronic assemblies. Moisture damage on force sensor noted. Corrosion on vibrator motor assembly and motor assembly noted. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. Due to blank display. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer pump had water damage and she jumped into pool with the device. Customer stated that the pump was exposed to moisture. The customer was advised that we are sending replacement pump. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer insulin pump was exposed to water from pool. Customer stated she jump into the pool with pump. Customer stated the pump display went blank immediately after pump exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.